Event description:
A pt reported blood glucose results of 244 mg/dl and 144 mg/dl with a lifescan meter, performed within 10 mins of each other. Based on statistical methodology, the calculated difference of the glucose results exceeds the expected value of <=20% and/or <=20 mg/dl, thereby indicating a potential malfunction of the meter in terms of precision. The pt retested and obtained blood results of 189 mg/dl and 209 mg/dl on the reported meter.